Event description:
During a preventive maintenance procedure, gambro technical services (gts) noted a leak to atmosphere from the air separator condo probe. The affected assembly was not returned to the manufacturer for failure investigation. The failure mode was diagnosed in the field, however, allowing the manufacturer to reach a reasonable conclusion. No patient involvement was reported.